Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the cable connecting the distribution node to the rear therapy electrodes and the front therapy electrode cable were pulled from the strain relief, damaging wires. The root cause for the strained cables could not be positively identified but was likely excessive force. No adverse event resulted from the strained cables.

Event description:
While investigating an electrode belt for an unrelated issue, a reportable problem was discovered. The cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief.